Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion test. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log found evidence of an occlusion alarm. The device was visually and functionally tested but the customer reported complaint could not be confirmed. Upon further investigation, it was found that the downstream occlusion (dso) seal was lifting. The dso seal was replaced. Service history identified that no previous repair has been noted in the last 12 months.